Event description:
It was reported that the patient's right knee was revised due to the post of the insert shearing off (surgeon reported that the patient was prone to multiple falls). Intra-operatively, the surgeon noticed a hairline fracture of the patellar component. While addressing it, the patellar component broke in half. A 6x9 ps insert was revised to a 6x11 cs insert and the patella was revised.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon patella was reported. The event was confirmed. Method & results: -device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show recently explanted patella and fracture on the device can be noted. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were provided for review with clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the event was confirmed based on the provided photographs. The reported device was not returned however photographs were provided for review. The photographs show recently explanted patella and fracture on the device can be noted. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to the post of the insert shearing off (surgeon reported that the patient was prone to multiple falls). Intra-operatively, the surgeon noticed a hairline fracture of the patellar component. While addressing it, the patellar component broke in half. A 6x9 ps insert was revised to a 6x11 cs insert and the patella was revised.